Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy, while resecting the bronchus, after firing the loading unit and when the surgeon tried to open the jaw, it did not open. He carefully pulled it out and handed it to the nurse however, it could not be disassembled. The loading unit was stuck with the body. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. Visual examination noted that the reload was engaged to the subject instrument and was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the extreme distal end. The firing knobs were not fully retracted. During testing it was observed that the reload could not clamp. The reload was disassembled for visualization of the laminates. Visual inspection of internal components revealed that the laminates were bent. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.